Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm sjm masters series mechanical heart valve was chosen for a procedure. During procedure, after sizing with 27 size replica end with mhv 905 sizer it was going well but after suture, while parachuting the valve was not fitting well. A new 25mm sjm masters series mechanical heart valve was chosen and completed the procedure.